Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. The patient reports being unsure if the cannula was properly inserted during pod wear. Symptoms reported include vomiting and diarrhea. Once at the hospital the patient was diagnosed with the beginning stages of pneumonia, blood infection, high blood glucose levels, and high blood pressure. As treatment, the patient received insulin as well as medications. The patients pod was removed as it had expired while in the hospital. The patient was discharged from the hospital after 1 week. The patients pod will not be returned as it has been discarded.